Manufacturer narrative:
Additional information received indicating that the device is not contributing to the issue therefore this report is being rejected.

Manufacturer narrative:
This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Asr revision, left, asr hip resurfacing system, reason for revision: elevated metal ion levels and metallosis, update jun 22, 2017: litigation received. Litigation alleges high metal ions. It was also reported that after the revision surgery, patient is still experiencing residual pain, frequent episodes of cramps and muscle weakness. This was updated on jul 19, 2017.